Manufacturer narrative:
Corrected information: product code:dqx, health professional, user facility, company representative. Investigation evaluation: a review of the instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The laboratory results of the device stated, the in dwelling catheter had a kink 85.5cm from the distal tip, at this stage we do not know the root cause of the kink or when it occurred but suspect it is causal in your complaint and causal in dislodging the silicone disc causing the handle to leak. The lot number was not supplied; thus, a review of the device history record, nonconformance history, and product event query could not be conducted. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. Based on the information provided, examination of the returned product, and the results of our investigation; there is no conclusive cause for the wire guide kink. The blood loss mentioned in this event is likely related to the event in which leaking occurred at the white plastic assembly that the trigger wire releases are mounted. There were many factors occurring during this event including urgency to prevent blood loss. It is feasible to suggest the kink was user technique related, device failure related or incompatibility with sheath related.

Manufacturer narrative:
William cook (B)(4) initially reported this event based on available information at the time of complaint registration. New information was provided identifying that the product was actually a cook inc. Manufactured device. (B)(4). The event is currently under investigation.

Event description:
During the procedure the delivery system(another manufacturer's) began leaking extensively at the white plastic assembly that the trigger wire release are mounted. In addition loaded wire (unknown cook bentson wireguide) was ¿stuck¿ in pre-loaded catheter when attempting to remove. Patient loss extensive amount of blood and pressure crashed." Action taken was an attempt to reduce blood loss from leaking area, drugs administered to increase blood pressure and an occlusion balloon repeatedly inflated & deflated to occlude aorta. Patient loss 1.5 litres of blood. The wire was reported it was kinked upon removal.